Manufacturer narrative:
The device was received and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). The reported problem of blank screen was confirmed during evaluation. The device was found to be out of specification in relation to the reported event. The cause was determined to be a failed input/output printed circuit board, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank screen. There was no patient involvement. No additional information is available.